Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: foreign material on the stent. Time of device issue: during the procedure. Adverse event: none. It was reported that the xience v stent system did not cross the lesion. The stent system was removed from the anatomy and dilatation was performed. Prior to re-inserting the stent system, a foreign material was noticed on the stent. The device was not used. Reportedly, there was no adverse patient effect. No additional event or patient information was provided.